Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced 3 infusion sets fell off events on (B)(6) 2024. The infusion set has been used for 3 hours.the patient replaced infusion sets and resumed insulin deliveries successfully no further information was available.

Manufacturer narrative:
(B)(4) - device 1 of 3.